Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The return of the incident sample has been requested. To date it has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a proximal pancreaticoduodenectomy the jaws of the device did not open upon dissecting pancreatic parenchyma. The device was removed forcibly but there was no tissue damage. A new device was used to continue. There was no patient harm.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection found excessive eschar on the jaws and the device cam pin is missing. The cam pin was not returned. Follow up with the customer confirmed that nothing fell into the patient cavity. The reported condition that the device locked on tissue was confirmed. The device was received with the jaw latched closed with eschar between jaws. The jaws were not able to open and close properly when the latch was retracted or released. The investigation identified the root cause of the reported event to be improper cleaning of the device resulting in tissue build up in the cam slot interfering with the correct operation of the cam pin in the cam slot. The cam pin broke during the forcible removal of the device from the tissue. The IFU provides cleaning instructions for the device. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.